Event description:
On (B)(6) 2010, the pt reported that while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. A small amount of insulin spilled into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.